Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door closure issue was reproduced and confirmed through evaluation. The evaluation was able to produce a door not fully latched alarms while attempting to run a loaded set. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a "door closure issue". It was also reported there was no patient injury.